Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. External visual inspection revealed cuts to the silicone overmold on the top and bottom covers and fantail region. In addition, the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cuts in electrode wires at the fantail, which were believed to have occurred during revision surgery. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis of the electrode pocket revealed corrosion of electrode wires. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections b.3, d.6b, & d.9. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.